Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported alarm - error codes / messages.

Event description:
It was reported that the device allegedly presented an error code message. There was no patient involvement.

Manufacturer narrative:
Correction: b5, d10, g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated carriage fpc cable to iui board. Replaced front cover, rear case, barrel clamp, left iui, top disk holder and latch spring. Syringe split nut expansion recall completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/18/2013 to present date 11/12/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.